Event description:
It was reported that the user received alert 38 indicating consecutive stalled motor during a supply change, performed a restart and a successful dry run, then experienced another ¿unable to proceed,¿ after which a replacement process was initiated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified consistent with a stalled motor event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.